Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and no sponge or iodine was found to be housed in the cap. The product failed to meet specification. The reported condition was verified. The cause of the condition was attributed to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge with iodine was missing. This was found after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.